Event description:
During an embolization procedure of a middle meningeal artery aneurysm, the distal segment of the subject device broke. The distal segment of the subject device stayed in the artery. No info was provided regarding the condition of the pt.